Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage keypad trace. No button error alarm. Device had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the act button is unresponsive. Blood glucose value was 228 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. The insulin pump would be replaced and returned for analysis.